Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: new optimized infusomat pump sets are being trialed at allentown and anderson. Clinicians have been reporting tubing kinks/crimps along the ail tubing segment out of the packaging. Detailed inquiry description: clinicians have been reporting visual crimps/kinks in the short tubing segment which aligns with the pumps ail sensor. They are stating the kinks are noticeable out of the packaging and are concerned that this may also be contributing to increased alarms. No injury reported.